Event description:
Report received of an under-delivery. The pt was receiving deferoxamine 500mg in a 50ml bag. The rate desired throughout the infusion was 10ml/hr. The infusion rates were calculated using the hyperbaric pressure conversion chart. At an ata of 1.0, the rate was programmed for 8ml/hr. The infusion rate was titrated up to 11ml/hr at a final ata of 2.4. At the completion of the hyperbaric treatment, the rn noted that 15-20ml had infused, instead of the expected 30ml. The customer reported that there was no adverse pt effect, and that the pt received an "adequate" dose of deferoxamine. Though requested, no further info was available.